Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 93 and blood glucose was 337 mg/dl. Customer also reported that blood glucose was 400 mg/dl. Customer previously reported a bent cannula. Troubleshooting was performed and customer was educated on proper calibration procedures